Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
G8 in initial report should be 2017865-2025-17595.